Event description:
It was reported that an unspecified audible alarm occurred during cycle four of four on the home choice (hc). The technical service representative (tsr) assisted the home patient (hp) to bypass to the next cycle and the hp indicated they were draining. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.